Event description:
The customer called to report a blank display, as well as insulin squirting out during the manual prime. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component puncturing through the isolation tape and making contact to the positive side of the battery tube.